Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis that was manifested by abdominal pain and cloudy effluent. The cause was unknown. It was reported the patient was not hospitalized for the event. The same day as event onset, the patient was treated with vancomycin (intraperitoneal, one dose, route not reported, discontinued the same day). Two days after event onset, the patient was treated with diflucan (100mg, oral, frequency was not reported) for peritonitis. The following day, the patient was treated with diflucan (100mg, intraperitoneal, frequency was not reported, discontinued the next day). Four days after event onset, pd therapy was discontinued, and the pd catheter was removed. At this time of this report, the patient outcome was unknown. No additional information is available.